Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up) has been investigated. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to an internally shorted y1 crystal oscillator on the bedside pca. The root cause for the shorted y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to power up.